Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had hospitalized due to diabetic ketoacidosis and high blood glucose level. Blood glucose level at the time of incident was 600 mg/dl. Customer reported symptoms like nausea and vomiting. Customer had been using insulin pump within 48 hours of reported. The insulin pump will not be returned for analysis.